Manufacturer narrative:
(B)(4). Result of examination: the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following a delivery accuracy measurement was arranged. All measured values are within our specification. Inside the pump some material compressions were discovered. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities. The upstream alarms were found logged. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device was slightly contaminated and showed age-based marks of use. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. The upstream-alarm was tested with a positive result, the alarm alerted correctly. All measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. The IFU of the spaceline describes how to operate with the air vent while using a glass bottle. Note: while using a glass bottle, the air vent has to be opened by the user.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(6) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): under infusion.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, the device was in a normal condition. The device passed the self test with a positive result and it could detected the infusion line, type spaceline, witch was engaged. A function test was performed. A delivery accuracy measurement according to iec (B)(4) was arranged. The device was disassembled for an inside investigation. No abnormalities were found. During the analysis of the functional test and the accuracy measurement, the device works without a malfunction and within our specification. The complaint is not confirmed. In the customer description we could read, that they using an infusion glass bottle and an infusion line with safeset. It looks like a handling error from hospital staff, between the infusion line and the infusion glass bottle.